Manufacturer narrative:
Correction made to d4: expiration date: 10/26/2027 (previously submitted as ni). Additional information was added to h3, h6 and h10. H10: two (2) actual devices were received for evaluation with a cap attached to the female connector. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The female connectors were twisted by hand with no issues and did not separate from the main body. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector and the main body of two (2) peritoneal dialysis (pd) transfer sets were loose. This was observed during use of the devices for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.